Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported on (B)(6) 2017 at 2100 a primary infusion of fentanyl (1000 mcg/100 ml) rate 5 cc/hr. Was initiated. At 0600 on (B)(6) 2017 the clinician noted the bag was empty and a small amount left in the chamber with the device still infusing. There was no report of leaking and no patient harm.

Manufacturer narrative:
A 100ml baxter ndc 0338-0046-48 lot number p360305 exp aug 18 normal saline and fentanyl. The customer¿s report that fentanyl infused faster than expected was not confirmed or replicated. The log review found no programming errors during set up of the infusion. Rate accuracy verification found the pump module to be in specification. Rate accuracy testing was also performed with the returned pump module device operating at the reported incident rate using the returned administration set. The actual rate was found to be in specification. During testing there were no periods of unregulated flow observed. No issues were found with the returned administration set during testing. The root cause that fentanyl infused faster than expected was not determined.